Event description:
During follow-up, the patient had a ventricular tachycardia episode that was treated with multiple ineffective shocks. The episode was self-terminated. The patient attended the hospital and induction testing was performed and device reprogrammed to resolve the event. The physician confirmed the device was working as programmed. The patient was in stable condition and will be monitored.